Manufacturer narrative:
Citation: allen kb et al. Bioprosthetic valve fracture: technical insights from a multicenter study. J thorac cardiovasc surg. 2019 nov;158(5):1317-1328.e1. Doi: 10.1016/j.jtcvs.2019.01.073. Epub 2019 jan 31. Earliest date of publish used for event date.. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of the factors influencing the final procedural hemodynamics following valve-in-valve transcatheter aortic valve replacement (viv tavr) with bioprosthetic valve fracture (bvf). All data were retrospectively collected from 21 centers between (B)(6) 2016 and (B)(6) 2018. The study population included 75 patients with a mean age of 74 years. Of those, 32 were implanted with medtronic evolut r transcatheter valves and 14 were previously implanted with medtronic mosaic surgical valves. No serial numbers were provided. Among all patients, the in-hospital and/or 30-day mortality included 2 deaths. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all mosaic patients, adverse events included: stenosis, regurgitation/insufficiency, or a combination of both that required viv tavr. Based on the available information, medtronic product was directly associated with the adverse events. Adverse events observed following viv tavr: severe aortic insufficiency caused by bvf that required the valve-in-valve implant of a second transcatheter valve (2 cases; 1 case involved an evolut r valve). It was noted that the cause of the severe aortic insufficiency in the evolut r case was due to a torn leaflet that was a result of performing bvf with a balloon that was too large. Other adverse events reported: cerebrovascular accident (2 cases; occurred on post-viv tavr day 2 and 4, respectively). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.